Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, missing end cap sticker and detached end cap.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was 67mg/dl at the time of incident and current blood glucose is 183mg/dl. Trouble shooting was performed and found cracked and chipping off in the battery compartment. Damaged occurred by over tightening when changing the battery. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced based on trouble shooting results. The insulin pump will be returned for analysis.